Event description:
This report summarizes 13 malfunction events in which the device had a component detach. - 11 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 13 events were reported for this quarter. Product return status 1 device was received. 12 device investigation types have not yet been determined. Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 13 previously reported events are included in this follow-up record. Product return status 1 device was received. 12 devices were not available for evaluation.

Event description:
This report summarizes 13 malfunction events in which the device had a component detach. - 1 event had the problem identified during a non-clinical procedure. -there was no patient involvement. - 10 events had the problem identified before clinical use/exposure. - 2 events had patient involvement; no patient impact.